Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did the device cut? I don¿t know how much the device cut. If yes, was the cut line complete? I don¿t know. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I don¿t know. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? I don¿t know. Were there staples missing from the staple line? I don¿t know. Please describe the visible defect on the anvil. It looked as if there were thin, sheet-like layers of the anvil that created a wave-like defect. Was the defect on the anvil noticed before or after firing? After. What was the product code of the cartridge (gst60t, ecr60d, etc.)? I don¿t know. How was the procedure completed? Opened a new stapler.

Event description:
It was reported that during a sleeve gastrectomy procedure that the on the second firing the surgeon saw bunching of buttressing and staples at the distal tip and surgeon stated there is a visible defect on the anvil. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r58600. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without a reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device cut? I don¿t know how much the device cut. If yes, was the cut line complete? I don¿t know. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I don¿t know. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? I don¿t know. Were there staples missing from the staple line? I don¿t know. Please describe the visible defect on the anvil. It looked as if there were thin, sheet-like layers of the anvil that created a wave-like defect. Was the defect on the anvil noticed before or after firing? After. What was the product code of the cartridge (gst60t, ecr60d, etc.)? I don¿t know. How was the procedure completed? Opened a new stapler.